Event description:
It was reported that the customer went to the emergency room (ER) and was subsequently hospitalized in the intensive care unit with a blood glucose (bg) level of 1000 mg/dl and large ketones that were identified as life threatening by a healthcare professional; cause was unknown. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. Customer was discharged 3 days later with the issue resolved and no permanent damage. Recommendation was made to consult with a healthcare provider regarding diabetes management.